Manufacturer narrative:
(B)(4).

Event description:
The customer stated during inspection prior to use on a patient, air leak from the pilot balloon was observed. There was no patient involvement.

Manufacturer narrative:
One sample of taperguard endotracheal tube was received for evaluation. An inflation/deflation was performed and it was observed the cuff did not inflate. The sample was submerged into a container filled with water and it was observed air leaked through the valve. A visual inspection was performed and it was observed the valve is damaged and allows air to leak. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during inspection, prior to use on a patient, an air leak from the pilot balloon was observed. There was no patient involvement.